Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: a crease fold. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant exchange".

Event description:
Healthcare professional reported right side "hole on valve side" and "water leaks out when strap is lifted off." Device has been explanted.